Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a mobile power unit (mpu) started alarming in middle of the night. After inspection, it was determined that patient¿s dog chewed the cord. Log files were not obtained. The mpu would not be returned.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the heartmate mobile power unit (mpu) alarming in the middle of the night and ac power cord being damaged was not confirmed as no log files were provided and no product was returned for evaluation. The provided information indicated no log files were obtained, and the patient¿s dog chewed on the mpu ac power cord. The mpu was exchanged but will not be returning. A root cause for the unknown alarm was not conclusively determined through this analysis; however, the damage to the mpu ac power cord may have contributed. Although provided information indicated the patient¿s dog chewed on the mpu ac power cord, due to the event not being confirmed, a root cause for the damage was not able to be conclusively determined. The device history records were reviewed, and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2024. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and resolve all mobile power unit (mpu) alarms. The heartmate 3 instruction for use section 3, entitled ¿powering the system¿, advises care to be taken when small children or pets are present when the mpu is in use. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿, gives instructions on how to properly care for and clean all equipment including the mpu and patient cable. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.